Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hematoma. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
B3: date of event: december 2024. D6a: implated date: (B)(6) 2024 (exact date unknown). D6b: explanted date: unknown if the device was explanted. The actual device is not available for return. The investigation is ongoing, and a follow-up report will be provided upon completion. The attached related medwatch report # (B)(4) mentions three patients. Although the cases are not related the medwatch is related to the following reports regarding three patients, see below: 3013394970-2025-00125 - first patient. 3013394970-2025-00126 - second patient.

Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states: 3 patient's developed hematoma that may have been related to the closure devices.